Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, the right ventricular (rv) lead exhibited loss of capture. Fluoroscopy confirmed the lead dislodgement. The rv lead was explanted and replaced on (B)(6) 2025. The patient was in stable condition.